Event description:
The customer reported that nav system would not boot. This can cause a total loss of navigation functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cmos and ups batteries. The system operates as intended.